Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had t-wave oversensing occurring. Reprogramming was performed to change the sensitivity. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that t-wave oversensing recurred. Additional reprogramming was performed. The patient will continue to be monitored.